Manufacturer narrative:
This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed (B)(6) results. The customer provided the following data (s/co): on (B)(6) 2016: initial (B)(6) results at the initial laboratory: initial 1.06, retest 1.0 and 1.94 s/co (each (B)(6)) the specimen was also (B)(6) when tested using the siemens method. The specimen was sent to the customers laboratory for confirmation testing; the results were (B)(6) when tested using the (B)(6) methods. (B)(6) testing was repeated the following day ((B)(6) 2016) and repeated as (B)(6). The results were non (B)(6) when tested using the (B)(6) method: (B)(6) 2016: 0.8 s/co, (B)(6) 2016: 0.81 and 0.97 s/co (each (B)(6)). The patient was redrawn on (B)(6) 2016 and tested at the customers and another laboratory, as follows: tested (B)(6) 2016: 0.68 s/co ((B)(6)), tested (B)(6) 2016: 0.79 ((B)(6)). Tested at another laboratory on (B)(6) 2016: 0.76 s/co ((B)(6)). The patient was redrawn a third time on (B)(6) 2016 and tested at the customers and another laboratory, as follows: tested (B)(6) 2016: 0.78 s/co ((B)(6)). Tested at another laboratory on (B)(6) 2016: 0.73 s/co ((B)(6)). The third laboratory also retested the specimen from (B)(6) 2016 twice: on (B)(6) 2016: 0.88 s/co ((B)(6)) and again on (B)(6) 2016: 0.82 s/co ((B)(6)). There was no adverse impact to patient management reported.

Manufacturer narrative:
Sample returns were received and tested after the completion of the original complaint investigation. Sequencing of return samples showed a high number of mutations that could have contributed to reduced reactivity. The testing results of the return specimens do not change the outcome of our initial evaluation. Method code added.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a device history review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. A (B)(6) testing protocol was executed using lot 66126li00 and met acceptance criteria and determined the reagent is performing acceptably. The device history review did not identify any non-conformances or deviations. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the (B)(6), list number 4j27-37, lot number 66126li00, was identified.